Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn it was clarified that the blood leak occurred within the first 5 minutes of hd treatment. The blood leak was described as being an internal blood leak at the top of the dialyzer. The leak was visually observed. The machine was a fresenius 2008t machine. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrected information: h.6.,h.10. Plant investigation: two photos were provided. The first photo shows the top half of a dialyzer on a table with blood lines attached and ogden adapter caps. There appears to be blood on the outside of the fibers in the bell housing. The second photo shows the product label of the dialyzer. A sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the shipping materials were sent to the customer and were subsequently received. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak is confirmed with provided photo. The probable cause for this failure to occur was not conclusively determined.

Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn it was clarified that the blood leak occurred within the first 5 minutes of hd treatment. The blood leak was described as being an internal blood leak at the top of the dialyzer. The leak was visually observed. The machine was a fresenius 2008t machine. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,g.1., h.3. Product investigation: two photos were provided. The first photo shows the top half of a dialyzer on a table with blood lines attached and ogden adapter caps. There appears to be blood on the outside of the fibers in the bell housing. The second photo shows the product label of the dialyzer. A sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the shipping materials were sent to the customer and were subsequently received. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The leak is confirmed with provided photo. The probable cause for this failure to occur was not conclusively determined.

Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn it was clarified that the blood leak occurred within the first 5 minutes of hd treatment. The blood leak was described as being an internal blood leak at the top of the dialyzer. The leak was visually observed. The machine was a fresenius 2008t machine. Blood leak test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on a different machine with new supplies. The device is available to be returned to the manufacturer for evaluation.